Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the k-wires was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the k-wires were replaced successfully (re-positioned successfully) with fluoroscopic guidance before placement of the corresponding pedicle screws at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the k-wire placements nor due to surgery/anesthesia delay (of ca. 3h) for re-placement of the k-wires at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the main cause for the deviating k-wire placements is a combination of two contributing factors: relative movement of the vertebra operated on (e.g. L3- s1) in relation to the vertebra (t12) the navigation reference array was fixated to, which can occur due to a non-rigid connection of the bones when applying forces during the surgery. Osteoporosis and scoliosis was present for this patient, partial instability of the spine can contribute to an anatomical displacement / relative movement of the vertebrae. These bone (vertebra) movements relative to array cannot be recognized by the navigation when displaying instrument positions on the pre-surgery images. Apparently, the resulting deviation has not been recognized with the necessary continued verification of navigation accuracy by the user before the k-wire placements. A navigated drill guide with inner diameter of 2.6 mm was used in combination with thinner k-wires (1 mm), thus a resulting deviation of k-wire positions is possible due to the width difference and k-wire angulations, which cannot be seen by the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for stabilization with a posterior lumbar interbody fusion of vertebrae l3 to s1 with placement of 8 k-wires and 8 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on t12. Performed a CT scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Breathing was halted during the scan. Used a navigated drill guide 2.6mm to drill into the pedicles, and to place the k-wires (diameter ca. 1mm) at these positions in the vertebrae. Performed an intra-operative confirmation fluoroscopy scan and determined that 3 of the 8 k-wires were not placed as desired: these 3 k-wires (at l4 right, l5 left and right) deviated by ca. 3mm, in cranial direction, from the intended position and were placed into the intervertebral disc. The deviating 3 k-wires were re-placed under fluoroscopic guidance successfully to the intended position at the same surgery, before the corresponding screw placements. All 8 pedicle screws were placed correctly as intended following the k-wires, the final outcome of this surgery was successful as intended. According to the surgeon: the deviation of the k-wires was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the k-wires were replaced successfully (re-positioned successfully) with fluoroscopic guidance before placement of the corresponding pedicle screws at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the k-wire placements nor due to surgery/anesthesia delay (of ca. 3h) for re-placement of the k-wires at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.